Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature shifted 33.2c for target temperature 36c. It did not improve even after the replacing bladder temperature sensor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater element. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature shifted 33.2c for target temperature 36c. It did not improve after replace bladder temperature sensor. Per sample evaluation results received via task on (B)(6) 2024, it was reported that there was evidence of electrical overstress between the connection of the power inlet module and the ac main voltage circuit card.